Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User experienced ongoing ise instrument alarms since (B) (6) 2010 and received one patient sample with discrepant sodium results which occurred on (B) (6) 2010. The initial result was 110; repeat was 136 mmol/l. The erroneous result was not reported outside of the laboratory. The patient was not affected. The sodium electrode lot number was not provided. The field service representative determined a fluidics failure was the cause. Small air bubbles were found consistently entering the kcl line at the output of the degasser. He removed and re-connected the kcl lines from the degasser with air no longer entering the lines. To verify analyzer performance, he ran 300 ise checks which showed very good consistency. In addition, he performed a 60 cup precision study on the affected module with all results within specification. The customer ran calibration and controls which recovered within customer's specifications.